Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The loop broke when using for ligature of the cystic duct. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: an opened sample comprised of a cannula that had been dispensed and the loop was bedded down. Microscopic examination of the broken ends revealed that the suture had been partially cut through. It was not clear if the sample was dispensed in this condition or this happened during dispensing. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. An opened and a closed sample were returned for evaluation. The opened sample comprised of a cannula that had been dispensed and the loop was bedded down. This sample was in satisfactory condition. The closed sample was dispensed and visually examined. The sample dispensed satisfactorily and showed no damage on the strand.